Event description:
On (B)(6) 2015 at 1937 patient to outpatient clinic for antibiotic infusion per PICC line. The PICC line was not patent for blood return or flush. When rn removed the dressing to the skin, the PICC line hub and 1 cm of the line from under the skin fell off into the rn's hand. The line appeared fractured. The patient had xray which showed the rest of the PICC line still in place in right upper arm. The patient was transferred to higher level of care for removal of PICC line and to have new PICC line placement.